Event description:
A dialysis facility technician reported that during the set up of a patient treatment on a 550 hemodialysis machine, it was determined that the blood pump did not stop as a result of an arterial or venous at the time of the discovery. There was no patient injury or medical intervention associated with this incident.